Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level over 500 mg/dl. Customer stated that she lost consciousness and was transported to the hospital by paramedics. The insulin pump was not replaced or returned for analysis.